Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd vacutainer® k2 edta (k2e) blood collection tube the customer found dented tubes. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for collapsed tubes with the incident lot was observed. Additionally, evaluation of the customer samples was performed and collapsed was observed. A review of the manufacturing record was completed for the incident lot and, based on this review, all product specifications and there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for collapsed with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and collapsed was observed. Root cause description: based on the investigation, a root cause could not be determined.

Event description:
It was reported that before use of the bd vacutainer® k2 edta (k2e) blood collection tube the customer found dented tubes. There was no report of exposure, injury, or medical intervention.